Manufacturer narrative:
On 23-oct-2019, mentor received additional information regarding replacement device. The patient underwent replacement with 560cc mentor smooth round high profile, catalog # 3503560, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: revision surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with an unspecified mentor saline breast implant and experienced an adverse event that required revision surgery. The patient underwent removal and replacement with an unknown mentor breast implant on (B)(6) 2016. This medwatch report is for one of two implants.